Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and replaced the bag/vent switch. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the bellows appeared to be stuck. There was no reported patient injury.